Event description:
Boston scientific received information that this device had a battery voltage of 2.21v and a charge time of 32 seconds. The device declared end of life (eol) one month ago. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
The device was subsequently explanted and returned for testing. This product issue will be updated when device evaluation is complete.

Manufacturer narrative:
A boston scientific technical services consultant explained to the caller that this device declared end of life (eol) due to extended charge times. The consultant stated that when the battery voltage goes below 2.05v, the device will go into storage mode with no therapy available. The consultant recommended device replacement as soon as possible. According to our resources, the device remains actively implanted. No other adverse events have been reported. This product issue will be updated if additional information is received.